Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after connecting the right ventricular (rv) lead to the device and connecting this right atrial (ra) lead the torque wrench was rotated in reverse and then in the clockwise direction. The pace impedance measurements were checked and high out of range measurements were noted. When the device was checked the setscrew which was fixed on the atrial side came off and the setscrew was attached to the torque wrench. The setscrew was then attempted to be fixed but got inserted into the silicon thus the setscrew was exposed. A new device was used. The ra lead remains implanted. No adverse patient effects were reported. The device will be returned.